Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she has had conjunctivitis, eyelid surgery performed due to very saggy eyelids and laser surgery performed to remove scar tissue. However, she is continuing to experience "gooey substance" and has been on steroids for seven months. The lens remains implanted. This report is for the left eye.